Event description:
Patient reports experiencing "end of stem" pain bi-laterally, but has not yet been revised.update 08/26/2013 - the complaint has been updated because the patient's left hip was revised on (B)(6) 2013 to address pain and stem loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including an x-ray was obtained and reviewed by a medical professional. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/6/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note for the left hip confirmed the loose stem. The revision operative note for the right hip indicated metallosis. No labs were provided for the alleged high metal ions. At this time no litigation has been provided against the left hip. There is no new additional information that would affect the existing investigation. The complaint was updated on: 11/6/2015.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.